Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: what does "the suture was drawn" mean? Please provide additional details about the alleged deficiency experienced with product vcp422h, lot 10csus. It means suture was split and fraying. Was the wound re-suturing performed during the initial procedure? If not, please explain when it was performed. Did this event contribute to any patient adverse event? If yes, please explain. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the incision was sutured intradermally and the suture was drawn. The doctor removed the problematic suture. Replaced the suture and re sutured it. No adverse patient consequences were reported. Additional information was requested.